Event description:
The reporter stated the surgeon inserted an aq2010v silicone three piece lens but was unable to seat the lens properly in the patient's eye. The reporter stated the haptics would not lay right. The lens was cut to remove with no patient injury, no enlarged incision or sutures. A different model lens was implanted. The reporter stated the patient did not have any pre-existing problems; the surgeon felt there was a problem with the lens, possibly defective.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4). Method: work order search, device history record review. Results: a lens work order search was performed and no similar complaints were found within the work order. A review of the device history record was performed and nothing was found in the manufacturing, sterilization or packaging processes of this lens that was the root cause of the complaint. Visual inspection of the returned product found the lens optic torn into two pieces. There was evidence of clear surgical residue. Conclusions: based on the complaint history, work order search, device history record review and the evaluation of the returned product, the most likely root cause of this event has been determined to be due to surgeon technique or patient related issues. (B)(4).